Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Annex e codes were added. Annex a code was added related to the valve. Additional codes. Annex g code was added. Corrected data: h3. Additional codes. Annex f f1903 was erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve (tav) implant procedure, an unspecified complication occurred during the procedure that lead to post-implant patient complications. Subsequently, after the procedure was completed, coronary access was established, extracorporeal membrane oxygenation was initiated, and a surgical aortic valve (sav) was implanted. Ultimately, 12 hours after completion of the transcatheter aortic valve procedure, the patient died. Per the physician, the procedure contributed to the patient's death. Per the physician, the completion of a post-implant balloon aortic valvuloplasty (bav) contributed to the patient's death. Additional information was received to report the post-implant bav was performed due to a constrained appearance in the tav frame. The post-implant balloon dilation caused a coronary occlusion. Additional information was previously reported, but not captured in the initial narrative: acute surgery was required; the medtronic valve was explanted prior to the implant of the sav. Twelve-hours post-surgery, the patient coded went into cardiac arrest, and subsequently died.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve (tav) implant procedure, an unspecified complication occurred during the procedure that lead to post-implant patient complications. Subsequently, after the procedure was completed, coronary access was established, extracorporeal membrane oxygenation (ECMO) was initiated, and a surgical aortic valve (sav) was implanted. Ultimately, 12 hours after completion of the transcatheter aortic valve procedure, the patient died. Per the physician, the procedure contributed to the patient's death. Per the physician, the completion of a post-implant balloon aortic valvuloplasty (bav) contributed to the patient's death. Additional information was received to report the post-implant bav was performed due to a constrained appearance in the tav frame. The post-implant balloon dilation caused a coronary occlusion. Additional information was previously reported, but not captured in the initial narrative: acute surgery was required; the medtronic valve was explanted prior to the implant of the sav. Twelve-hours post-surgery, the patient coded went into cardiac arrest, and subsequently died. Additional information was received that during the tav implant procedure, a pre-implant bav was not performed. There was nothing in terms of patient anatomy that contributed to the valve frame expansion issues. After the post-implant bav, the coronary occlusion occurred. Per the physician, the post-implant bav caused the occlusion. Additional information was received that the surgical aortic valve was a non-medtronic valve. Per the physician, the cause of death was due to the coronary occlusion; however, the delivery catheter system (dcs) did not cause or contribute to the occlusion. The patient did not have a previous coronary artery occlusion. The valve and dcs did not dislodge calcium or plaque that occluded the coronary artery. The patient did not have history of coronary artery disease (cad).

Manufacturer narrative:
Corrected: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 2026-10-16, UDI# (B)(4): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: unknown. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, an unspecified complication occurred during the procedure that lead to post-implant patient complications. Subsequently, after the procedure was completed, coronary access was established, extracorporeal membrane oxygenation (ECMO) was initiated, and a surgical aortic valve was implanted. Ultimately, 12 hours after completion of the transcatheter aortic valve procedure, the patient died. Per the physician, the procedure contributed to the patient's death. Per the physician, the completion of a post-implant balloon aortic valvuloplasty (bav) contributed to the patient's death.

Event description:
It was reported that during a transcatheter aortic valve (tav) implant procedure, an unspecified complication occurred during the procedure that lead to post-implant patient complications. Subsequently, after the procedure was completed, coronary access was established, extracorporeal membrane oxygenation (ECMO) was initiated, and a surgical aortic valve (sav) was implanted. Ultimately, 12 hours after completion of the transcatheter aortic valve procedure, the patient died. Per the physician, the procedure contributed to the patient's death. Per the physician, the completion of a post-implant balloon aortic valvuloplasty (bav) contributed to the patient's death. Additional information was received to report the post-implant bav was performed due to a constrained appearance in the tav frame. The post-implant balloon dilation caused a coronary occlusion. Additional information was previously reported, but not captured in the initial narrative: acute surgery was required; the medtronic valve was explanted prior to the implant of the sav. Twelve-hours post-surgery, the patient coded went into cardiac arrest, and subsequently died. Additional information was received that during the tav implant procedure, a pre-implant bav was not performed. There was nothing in terms of patient anatomy that contributed to the valve frame expansion issues. After the post-implant bav, the coronary occlusion occurred. Per the physician, the post-implant bav caused the occlusion.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.